Manufacturer narrative:
This was determined to be reportable to FDA per edwards lifesciences procedures. Requested additional information on 12/21/2009 from contact. Device to be returned for evaluation. The DHR has been started.device not returned.

Event description:
Reportedly, the device was explanted after an implant duration of 82.6 months due to calcification. Explanted heart valve - calcification of 2/3 leaflets.

Event description:
Implant of a bifurcated device 28-16-140bl was uneventful. After placing the bifurcated device the physician was unable to re-advance the sheath to place a 34-34-80le (express) proximal extension. A 34 stand alone device from the contralateral side was attempted but there were issues accessing on this side. An amplatzer plug was placed on the ipsilateral side to occlude the right hypogastric but the plug was getting caught between the delivery system and the ipsilateral limb, preventing the sheath from advancing. After ballooning and several attempts to pass a proximal cuff, it was decided to convert to open repair.

Manufacturer narrative:
The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Investigation results were included in final customer letter. Evaluation summary attached: thrombus like deposits are detected in the cusp area and the free margin of leaflet 2 and 3 at commissure 3. The deposits thickened and restricted mobility of the leaflets, which led to stenosis. Host tissue is minimal at the tissue inflow and tissue outflow. It encroached onto the tissue and into the orifice by approximately 2-3mm. Host tissue overgrowth is minimal to moderate at the stent inflow. No inconsistencies detected in the x-ray.